Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not explanted. Therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was not performed since no serial number/lot number was provided. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). In this case, per medical history provided, the patient has severe chronic renal failure which is likely the cause of the bioprosthetic valve degeneration. No further actions are possible with the available information.

Manufacturer narrative:
The serial number was obtained. A reveiw of the device history record was conducted and identified that this device met all manufacturing specifications for product released to distribution.

Event description:
As reported, a transfemoral (valve-in-valve) procedure was performed to an (B)(6) male patient after an implant duration fo approximately 8 years. The reason for the procedure was due to degenerative valvular aortic regurgitation and declining lv function with dilating lv. No other details reported.